Manufacturer narrative:
Device was not returned for investigation. Cause cannot be determined.

Event description:
On an unknown date, after 24 hours use of a nautilus oxygenator, thrombosis was observed in the membrane lung. It was reported the thrombus grew slowly and there was no clotting elsewhere in the circuit. Routine heparin anticoagulation was used to reduce the thrombus. The heparin dosing was monitored to achieve optimal therapeutic response by monitoring of the aptt. There was no donor blood, whole or components, given to the patient at the initiation or during ECMO. The patient was not septic at anytime during or immediately prior to the ECMO run. The device was replaced because the flow was not increasing and the oxygen partial pressure value was low. Low gas exchange was not observed. Hematocrit at the initiation of ECMO was not tested. Hemostatis management system act information was not able to be obtained. There was no adverse patient effect.